Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx bifurcate stent graft system was implanted in the endovascular treatment of a 75mm abdominal aortic aneurysm. It was reported that on the date the patient returned for follow-up over 13 years later, aneurysm enlargement was noted. A cta was performed and showed a ib endoleak at the left limb ilxc181885. Intervention was performed the next day, an endurant limb was implanted as an extension and the endoleak resolved. As per the physician the cause of the event was anatomy and noted the continued dilation of the common iliac artery. No additional clinical sequalae were provided and the patient is fine.